Event description:
It was reported by service report that the scale had been zeroed while the pt was still in the bed causing bed exit to not function properly. There was pt involvement; however, no adverse consequences were reported.